Manufacturer narrative:
H2: correction - upon further review this issue does not meet further reporting as they were able to troubleshoot using a different cable. Concomitant products updates: product ID updated from bi71000475 to bi30000443. Serial/lot # of bi30000443 is rev. 3 : s/n (B)(6). Serial/lot number of bi71000581 is rev. 1 : s/n (B)(6). D9/h2/h3/h6: the battery charger was returned and analyzed. It passed visual inspection but failed the bench test due to a low voltage on the fan vdc output. All leds were lit. Codes b01, c02 and d02 are applicable. The returned cable was analyzed. The issue was confirmed. During testing, an open connection was found between lemo pin #12 and j8 c onnector #3. Codes b01, c02 and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. The manufacturer representative went to the site to test the imaging system. The image acquisition system (ias) was not powering on. The replaced the mobile view station (mvs) power board as the relay on the ac power that goes to the ias was not contacting. They tested the system and there wasn't a power at the ias. At the ias, they tested the f11 and there was 120vac as well as the line filter. There was 120vac at the pfc 1000 board input but the output was not present. They ordered pfc 1000 board. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was no power through the umbilical. The site stated that the mobile view station (mvs) was getting power as the led was green. This was found outside of a case when plugging in to charge. No patient was present at the time of the event. Additional information was received stating that after the site performed troubleshooting the mobile view station (mvs) was hooked to the image acquisition system (ias). The mvs was showing line power led light. The site tried another umbilical, then looked at the mvs power distribution board. Turned on the imaging system and it would communicate with the mvs and was ready to spin. There was a low charge 50%. The site thought that maybe the green led was burned out the site took the voltage. The ias was remotely to the mvs and everything seemed to be active. They recommended the site wait for the medtronic representative to perform a system checkout.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the motor battery charger and umbilical cable were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. Continuation of d10: pn: bi71000581, ln/sn: (B)(6) ; pn: bi71000475, ln/sn: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system they installed a new pfc 1000 and removed the original pfc1000 board, but the system was still not working. They contacted the factory support and needed to replace the motor charger board too. They installed the motor battery charger board, and the umbilical cord. The system is working now. Then they performed the system checkout and the system was ready for clinical use. They tested the f11 and there was 120vac as well as the line filter. There was 120vac at the pfc 1000 board input but the output was not present. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.